Event description:
The nurse of a (B)(6) male pt, contacted zoll customer support to report that one of the pt's batteries would not power up his monitor. The pt was issued a replacement battery pack and battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't power up monitor) has been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.